Manufacturer narrative:
Device passed displacement test, self test, off no power test and all operating currents tested within the specific range. No unexpected low battery alarm were noted.

Manufacturer narrative:
Device passed displacement test, self test, off no power test and all operating currents tested within the specification range. No unexpected low battery alarm or blank display were noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had blank display. Customer¿s blood glucose level was 225 mg/dl. Customer reported that the display did not returned after insulin pump got restart. Customer reported that the insulin pump was not exposed to moisture. Customer reported that contacts on the battery cap was neither missing nor damaged. The customer was advised to discontinue the use of insulin pump and revert to back up plan. The insulin pump will be returned for analysis.